Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer has been hospitalized on multiple occasions for diabetic ketoacidosis; however, no specific event dates or other details were provided surround the events. Review of pump data by tandem technical support revealed that the customer has entered multiple elevated blood glucose (bg) levels in to the pump between the mid 200s-600s (mg/dl) over the last year. Multiple attempts were made by tandem's technical support to obtain additional information; however, no additional information regarding this event was provided.